Event description:
It was reported that the procedure was to treat a chronic dissection with 50% stenosis, no tortuosity, and no calcification in the external iliac artery. An 8.0x80 mm absolute pro self-expanding stent system (sess) was prepped according to the instructions for use and pre-dilation was not performed as the sess was to treat a chronic dissection. The introducer sheath was 15 to 20 mm from the proximal end of the stent during deployment. The sess was advanced without resistance toward the target lesion. An attempt was made to deploy the stent but the deployment thumbwheel jammed after about 5 clicks. The first 2 mm of the stent deployed, so the stent was pulled back into the introducer sheath and both devices were simply removed from the patient anatomy without issue. Another absolute stent was used to successfully complete the procedure. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated age. (B)(4) - no pre-dilatation. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the deployment difficulty was unable to be confirmed as the stent had already been deployed. Based on a visual and functional inspection, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.